Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent was being removed during an endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, the stent had been in place for two weeks. During the scheduled stent removal procedure, the physician grabbed the stent distal to the distal flange with a snare. The stent bent in half where the snare grabbed it and when the physician was removing the stent through the endoscope it broke in two pieces. The two broken pieces were pushed out of the scope and into the patient. The broken stent pieces were removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - the reported event of stent broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.